Event description:
A customer reported that their pump battery was depleting faster than expected. There was no adverse impact on the customer's blood glucose level. The caller declined further assistance, inquiry, troubleshooting, and follow-up, resulting in no further action being required, and the case was closed.